Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when they removed the delivery device, the capsule had come off. The capsule was found near pt's vocal chords and they pushed the capsule into the stomach, did not recover. The pt was not injured following the procedure.